Manufacturer narrative:
Investigation - evaluation: a review of documentation and quality control data was conducted during the investigation. The device in question is luer lock plastic adapter. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. Current risk controls for the described failure mode include male luer lock adapter (mlla) and lighthouse connector design with proper dimensions/tolerances and appropriate notes for applying adhesive, inspection of device functionality including a leak test, and final inspection where glue joint is twisted and verified to be adequate prior to shipping. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reports that the luer lock plastic adapter device ¿breaks off between the conic part and the other part.¿ the circumstances and handling conditions at the time of the event are not known. The customer reports ten (10) different events involving multiple unknown event dates and patients. The lot numbers of the devices are not known. All devices were discarded, accordingly no device evaluation can be conducted. There are no reports of any adverse patient consequences or need for medical or surgical intervention. This is one of ten (10) reports being submitted as ten devices are involved. Reference MDR numbers 1820334-2017-02178, 1820334-2017-02179, 1820334-2017-02180, 1820334-2017-02181, 1820334-2017-02182, 1820334-2017-02183, 1820334-2017-02184, 1820334-2017-02231, 1820334-2017-02232 and 1820334-2017-02233 for all related reports.